Manufacturer narrative:
The device was evaluated by a resmed distributor in (B)(6). The evaluation determined that the device failure to complete its internal self-test was due to a defective pneumatic block. The pneumatic block was replaced to address this issue. The defective pneumatic block is currently being returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4). Note: at the time this self-test complaint was reported to the manufacturer it was assessed as being a non-reportable event. The investigation identified new information to change the assessment to reportable.

Event description:
It was reported to resmed (B)(4) that while an astral device was being tested before patient use, it failed to complete its internal self-test. The device was not in use when the fault occurred; therefore, there was no patient involvement.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device pneumatic block. The investigation determined that the device failure to complete its internal self-test was due to a component failure or software error in the pneumatic block assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).